Event description:
The reporter indicated that during a follow-up, the pt was exhibiting most atrial sensing ventricular pacing with some atrial pacing ventricular pacing at 60 ppm. A transtelephonic check was performed and the atrial pacing ventricular pacing was observed with rates between 90-100 ppm. Magnet application showed 5 beats @ 90 followed by atrial pacing ventricular pacing at 90-100 ppm as in non-magnet mode. The pt is now in a nursing home following by a hosp stay. The reporter will evaluate the data and ask the pt to come in for check-up.